Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, the reported mitral regurgitation was an outcome of tissue damage. The reported tissue damage was due to procedural conditions. The reported patient effects of mitral regurgitation and tissue damage are listed in the mitraclip ntr/xtr instructions for use as known possible complications associated with mitraclip procedures there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, surgical intervention, delay, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted restricted posterior. The first clip was successfully deployed, reducing mr. A second clip delivery system (cds) was advanced to the mitral valve, and the clip was positioned lateral to the first clip, reducing mr further. Then after establishing final arm angle, it was observed mr was worsening. A decision was made to open the clip for re-positioning. However, mr failed to improve, and tissue damage was suspected. This caused a clinically significant delay as the cds was removed with the clip attached, and the patient was sent to surgery. The first clip was explanted, and the patient underwent a mitral valve replacement. No clips were implanted. No additional information was provided.